Event description:
The iab would not inflate. (Event complications: unk-reported 10/28/97.) (Pt's current status: unk-rpt'd 10/28/97.)

Manufacturer narrative:
Eval: the product was not returned to datascope for eval. Accessories used with the iab were returned but the actual iab was not returned. (This follow-up MDR was mailed to the FDA on 1/6/98).